Event description:
It was reported that this right atrial (ra) lead was dislodged. The lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that right atrial (ra) lead was dislodged. The lead remains implanted. No adverse patient effects were reported. Additional information was received which indicated this ra was explanted and replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that right atrial (ra) lead was dislodged. The lead remains implanted. No adverse patient effects were reported. Additional information was received which indicated this ra was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery.